Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs and performance testing confirmed the device self-test failure. Based on all evidence, the investigation determined that the device failure to complete its internal self-test was due to a defective non-return valve (nrv) in the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.